Event description:
The following was reported: during a hysteroscopy/resection procedure, an electric arc and a discharge occurred, which resulted in the severing of the resection loop. No visible consequences have been observed to date. The uterine wall was checked by the practitioner. The patient has been informed. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).